Manufacturer narrative:
The company service representative examined the system and observed sm [the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service] in the event log. While similar to sm [the lamp has exceeded its rated maximum life: lamp needs to be replaced. Please contact field service] in that both cases represent the lamp bulb exceeding its life, [the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service] is in regards to the lamp going past its recommended 400 hours, while [the lamp has exceeded its rated maximum life: lamp needs to be replaced. Please contact field service] is in regards to the lamp going past its maximum 800 hours of life. The xenon lamp was replaced to resolve the issue. The company service representative confirmed in the event log that the system froze at shutdown, but did not replicate it. The company service representative replaced a memory card as a prevention. The system was manufactured on 8/25/2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The root cause of the reported event of system lock cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system displayed a system message and when staff was shutting the system off it locked. This occurred prior to surgical procedures therefore there was no patient involvement.